Event description:
It was reported the ECG (electrocardiogram) was noisy. Upon inspection, it appears the ECG connector is loose. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found both lower hinges, lower hinge plate, and right keyboard hinge were broken. Keyboard was pulling apart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.